Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon fourth inflation when inflated for 30 seconds. The device was removed from the patient's body without problem with the usual method and the procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.